Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had blood glucose of 42mg/dl, which she treated with orange juice. She further reported getting multiple calibration error alerts on her glucose sensors, ultimately resulting in a change sensor alarm. The sensor is being returned for analysis. No additional information was reported.